Event description:
It was reported that this pacemaker exhibited undersensing on the right atrial (ra) lead. Low atrial intrinsic amplitude was also observed. Technical services (ts) recommended further review. No adverse patient effects were reported. This device remains in service.